Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was "not getting any (blood glucose) readings". Reportedly, the pump was placed in the customer's pocket, and once the pump was removed from the pocket bg readings began being received again. No additional patient or event information was available. A root cause could not be determined.